Event description:
It was reported that the lead had a high svc (superior vena cava) impedance and had observed significant noise. The doctor wanted to explant the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.